Manufacturer narrative:
The investigation determined that the affected sample probe was the root cause of the event.

Manufacturer narrative:
The electrode lot numbers with expiration dates were not provided. The sample probe was replaced. The investigation is ongoing.

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for sodium (na) and potassium (k) on a cobas 6000 c501 module. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial k result was 5.52 mmol/l. The repeat result was 4.39 mmol/l. Patient 2 initial na result was 159 mmol/l with a data flag. The repeat result was 140 mmol/l.